Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Voltage testing and functional testing were performed and the device passed. Data was reviewed and no errors were found in the log. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation loss of connection could not be determined. A root cause could not be determined.